Event description:
It was reported that stent damage occurred. The 95% stenosed target lesion was located in the middle left anterior descending artery. A 3.00x16mm promus element drug-eluting stent was selected used; however, it was noted that the struts were lifted up. The procedure was completed with another of the same device. No patient complications were reported and patient status was stable.

Manufacturer narrative:
A2 - age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: promus element, mr, ous 3.00x16mm stent delivery system was returned for analysis. A visual examination of the stent found signs of damage, stent struts in distal half of stent were noted to be lifted and pulled distally. The crimped stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Age at time of event: 18 years or older device is a combination product.

Event description:
It was reported that stent damage occurred. The 95% stenosed target lesion was located in the middle left anterior descending artery. A 3.00x16mm promus element drug-eluting stent was selected used; however, it was noted that the struts were lifted up. The procedure was completed with another of the same device. No patient complications were reported and patient status was stable.